Event description:
The patient contacted lifescan in 2005 and alleged that his one touch ultra meter was reading inaccurately erratic. A patient reported blood glucose results of 4.6 mmol/l and 3.4 mmol/l with a lifescan meter, performed within 10 minutes of each other. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mmol/l) and the test strips were within the expiration date. However, it was reported that the test strip membrane was discolored.